Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no insulin was seen exiting the tubing during the fill tubing step. During troubleshooting, customer saw air gaps in the tubing. Customer primed the tubing to remove the air and successfully filled the tubing to address the event. There was no impact to customer's blood glucose.